Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal discharge, vaginal infection, migraine, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: reporter was added. Case became serious incident from non serious incident. Essure removal surgery added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.